Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with an ihealth at home antigen test and a faint positive with a quickvue otc test. The consumer later tested negative with quickvue otc. There was no mention of further confirmation testing.